Manufacturer narrative:
(B)(4). The investigation and product evaluation completed with no defects found. The returned test strips produced low readings. Black chemistry was observed. The most likely underlying root cause of the malfunction was due to improper storage.

Event description:
Customer complains of lo results. Customer states they feel well and does not require any medical attention at this time. The customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 08/29/2017. Customer confirms the strips were first opened in (B)(6) 2015 and have been stored properly. Reviewed meter memory; (B)(6). Customers concern :lo (B)(6) 9:21pm , lo (B)(6) 11:05pm , lo (B)(6) 6:00pm, lo (B)(6) 10:17pm & lo (B)(6) 10:01pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of lo results. Customer states they feel well and does not require any medical attention at this time. The customer's expected blood results are 120-140mg/dl fasting. Verified the strips expire 08/29/2017. Customer confirms the strips were first opened in (B)(6) 2015 and have been stored properly. Reviewed meter memory; (B)(6). No adverse event reported.